Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06183, 0001825034-2017-06184, 0001825034-2017-06185, 0001825034-2017-06186. Concomitant medical products: ¿ rgx 3 peg ser a patella 34mm catalog # 141357, lot # 305950, bmet regenx pri tib tray 79mm catalog # 141275, lot # 106510, e1 vngd crl tib brg 79/83x10 catalog # ep-183560, lot # 598560, biomet finned pri stem 40mm catalog # 141314, lot # 255870, stagraft dbm putty 5cc catalog # 92-2003, lot # 668040. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent left total knee arthroplasty and has experienced pain, immediate post operative pressure, loosening, burning sensation and swelling. A determination by physician as to whether the patient will need revision is to follow. There is no additional information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited investigative inputs provided by the customer. DHR was reviewed and no related manufacturing deviations or anomalies were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.